Event description:
Per the clinic, the patient experienced staph infection (specific date not reported) at implant site. Subsequently, the patient was treated with antibiotics (specific date, tyoe and duration not reported). The implanted device remains.

Event description:
It was reported that the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on june 22, 2023.